Event description:
It was reported that the pump battery could not be charged. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer did require 3rd party assistance. The 3rd party administered a manual injection to address their bg. Reportedly; the pump successfully began charging after leaving the pump plugged into the power source.